Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During right knee replacement, the swival part of clamp 6776-8-930 broke. No lot code available. No delay in surgery. The surgeon was able to complete the procedure with standard triathlon clamp.

Manufacturer narrative:
An event regarding damage involving a kinemax clamp cone was reported. The event was confirmed. Method & results: -device evaluation and results: damage was observed on the pad and top arm of the patella clamp. The outer race of the patella clamp was not returned. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as no lot code was provided. -complaint history review: not performed as no lot code was provided. Conclusions: the device was damaged during surgery. Damage was observed on the pad and top arm of the patella clamp. The outer race of the patella clamp was not returned. No material or manufacturing defects were observed on the surfaces examined. Further information such as device identification, return of the outer race pad are needed to complete the investigation for determining root cause. If additional information become available, this investigation will be reopened.

Event description:
During right knee replacement, the swival part of clamp 6776-8-930 broke. No lot code available. No delay in surgery. The surgeon was able to complete the procedure with standard triathlon clamp.